Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 3005334138-2020-00089, 3005334138-2020-00090. During an atrial fibrillation ablation procedure an air leak and subsequent air embolism occurred. Following cavo-tricuspid isthmus (cti) line creation in the right atrium, when the sheath was flushed before being moved into the left atrium, air was aspirated. Under fluoroscopy an air-like image was seen in the right atrium. The air was removed via one of the sheaths utilized in the procedure. All sheaths were replaced to complete the procedure. There were no adverse patient consequences.